Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the svc coil on the right ventricular (rv) lead triggered an alert due to high impedance. The rv coil was also noted to have varying impedance that had a similar trend to the svc coil. Follow up indicated that the lead was to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high/undefined rv coil impedance. The lead was explanted and replaced.